Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps (pf) instrument on universal surgical manipulator (usm) 1 was stuck on the patient¿s tissue after the surgeon closed the instrument jaws. The customer was able to use instrument release kit (irk) to open the instrument jaws and release the tissue successfully. There was no injury on the tissue which was grasped. The customer used a new pf instrument to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.